Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and dissection, as listed in the instructions for use are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. The investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the lesion was in the proximal to mid left anterior descending artery (lad) with 75% stenosis. The lesion was predilated and a 3.5 x 28 mm xience was implanted at 9 atmospheres (atm). A dissection was noted proximally to the left main (lm). A 3.5 x 15 mm xience was placed in the proximal lad at 8 atm to treat the dissection. Another 3.5 x 15 mm xience was also placed more proximally in the lm at 9 atm to treat the dissection. Post dilatation was performed with the stent delivery system balloon. The 75% stenosis was reduced to 0% stenosis. An intra-aortic balloon pump (iabp) was placed due to residual chest pain. No adverse patient sequela was reported. No additional information was provided.